Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the bottom. It was noted that the cartridges were filled with 300 units. There was no impact to the user's blood glucose level and a new cartridge was successfully loaded.